Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the programmer would shut down after being powered up for a few minutes. It was indicated that the main processing unit was out of specification electrically. It was also indicated that the power supply was noisy. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for pullback and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.